Event description:
Diaphragmatic stimulation from the lv (left ventricular) lead. Lv lead was reprogrammed. Unable to maintain lv capture management safety margin on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).